Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During the preparation of pulmonary vein isolation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It was reported that the user noticed that the sheath valve was leaking and that air was being drawn in the sheath. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
During the preparation of pulmonary vein isolation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It was reported that the user noticed that the sheath valve was leaking and that air was being drawn in the sheath. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that a pump was used for the irrigation method of the sheath. No other issue has been reported.

Manufacturer narrative:
Device evaluated by MFR: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
During the preparation of pulmonary vein isolation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It was reported that the user noticed that the sheath valve was leaking and that air was being drawn in the sheath. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory. It was further reported that a pump was used for the irrigation method of the sheath. No other issue has been reported.